Event description:
Customer called customer service to inquire as to whether he needed to make any adjustments to his freestyle freedom lite blood glucose meter prior to using his new vial of test strips. While on the phone he reported that on (B)(6), 2010, because he did not know how to use his new test strips this caused a delay in treating which resulted in him experiencing polyuria. Customer self-presented to his healthcare provider, was diagnosed with hyperglycemia and was given metformin (an oral diabetes medication). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. Complaint involved a training issue. No product problem was identified, so no product investigation will be undertaken.